Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: there was no specific deficiency alleged. The investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Deep vein thrombosis, caval thrombosis/occlusion, extravasation of contrast material at time of venacavogram, air embolism, hematoma or nerve injury at the puncture site or subsequent retrieval site, hemorrhage, restriction of blood flow, occlusion of small vessels, distal embolization, infection, intimal tear, stenosis at implant site, failure of filter expansion/incomplete expansion, insertion site thrombosis, filter malposition, vessel injury, arteriovenous fistula, back or abdominal pain, filter tilt, hemothorax, organ injury, phlegmasia cerulea dolens, pneumothorax, postphlebitic syndrome, stroke, thrombophlebitis, venous ulceration, blood loss, guidewire entrapment, pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event. No alleged deficiency with the device was reported as a contributing factor or cause of the patient's death.

Manufacturer narrative:
Medical records were received and reviewed for filter deployment only. No medical images have been made available to the manufacturer. As the lot number for the device was still not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the additional event details is currently underway. Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of massive pulmonary emboli with subsequent cardiopulmonary shock was scheduled for vena cava filter placement. The patient had a 7 french sheath already in the right common femoral vein which was exchanged for an 8 french ivc filter sheath. An inferior vena cava venogram was performed through the sheath which demonstrated a large vena cava without abnormality. The filter was deployed under fluoroscopic guidance. It was noted the filter was somewhat tilted as the vena cava was larger than expected; however, the filter was properly anchored and below the left renal vein. Manual compression was held on the right common femoral artery and right common femoral vein. The patient remained stable within context of the condition and was transported back to the intensive care unit. It was planned to resume IV heparin and recommended starting coumadin as soon as possible. Image/photo review: no medical images have been made available to the manufacturer. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. - perforation or other acute or chronic damage of the ivc wall. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. - deep vein thrombosis, caval thrombosis/occlusion, extravasation of contrast material at time of venacavogram, air embolism, hematoma or nerve injury at the puncture site or subsequent retrieval site, hemorrhage, restriction of blood flow, occlusion of small vessels, distal embolization, infection, intimal tear, stenosis at implant site, failure of filter expansion/incomplete expansion, insertion site thrombosis, filter malposition, vessel injury, arteriovenous fistula, back or abdominal pain, filter tilt, hemothorax, organ injury, phlegmasia cerulea dolens, pneumothorax, postphlebitic syndrome, stroke, thrombophlebitis, venous ulceration, blood loss, guidewire entrapment, pain. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event. No alleged deficiency with the device was reported as a contributing factor or cause of the patient's death. New information received: medical records were received and reviewed. The patient with history of massive pulmonary emboli with subsequent cardiopulmonary shock was scheduled for vena cava filter placement. An 8 french ivc filter sheath was placed and an inferior vena cava venogram was performed which demonstrated a large vena cava. The filter was deployed and was noted to be tilted as the vena cava was larger than expected. The filter was properly anchored and below the left renal vein. Manual compression was held and the patient was transferred to the intensive care unit. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of massive pulmonary emboli with subsequent cardiopulmonary shock was scheduled for vena cava filter placement. The patient had a 7 french sheath already in the right common femoral vein which was exchanged for an 8 french ivc filter sheath. An inferior vena cava venogram was performed through the sheath which demonstrated a large vena cava without abnormality. The filter was deployed under fluoroscopic guidance. It was noted the filter was somewhat tilted as the vena cava was larger than expected; however, the filter was properly anchored and below the left renal vein. Manual compression was held on the right common femoral artery and right common femoral vein. The patient remained stable within context of the condition and was transported back to the intensive care unit. It was planned to resume IV heparin and recommended starting coumadin as soon as possible. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided a reviewed. A vena cava filter was deployed. An inferior vena cava venogram was performed. It was noted the filter was somewhat tilted as the vena cava was larger than expected; however, the filter was properly anchored and below the left renal vein. Based on the provided medical records, the investigation is confirmed for a tilted filter. It was reported that the patient expired; however, the medical records provided no information regarding the filter's involvement. Per the provided medical records, the ivc was noted to be large. Per the IFU, "the meridian filter is intended to be used in the inferior vena cava (ivc) with a diameter less than or equal to 28 mm." Therefore, the size of the ivc could have contributed to the tilt. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: -movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. All of the above complications may be associated with serious adverse events such as medical intervention and/or death. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No other pertinent patient or medical information was provided leading up to or surrounding the event. No alleged deficiency with the device was reported as a contributing factor or cause of the patient's death. New information received: medical records were received and reviewed. The patient with history of massive pulmonary emboli with subsequent cardiopulmonary shock was scheduled for vena cava filter placement. An 8 french ivc filter sheath was placed and an inferior vena cava venogram was performed which demonstrated a large vena cava. The filter was deployed and was noted to be tilted as the vena cava was larger than expected. The filter was properly anchored and below the left renal vein. Manual compression was held and the patient was transferred to the intensive care unit. No additional information was provided in the medical records received.